Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that on (B)(6) 2018 the "discharge function" of the information center ix in the ccu stopped functioning. The customer first notified their local distributor cardiac services of this issue at which time attempts to resolve the issue were made involving a rebuild of the system and then the installation of a loaner device and then a temporary rollback of the clock. There was no patient incident.